Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, display blackout of front panel was due to defective cp board (printed circuit board), error e333 was due to defective lcd (liquid crystal display) unit, and light intensity value is below the standard was caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited a display blackout of the front panel, the light intensity value was below the standard, and error e333. There was no patient involvement.